Event description:
Caller states the patient tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. The patient had gone to the hospital and received unspecified medical treatment for a rectal bleed. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.